Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse checked the holding force of all plunger clamps and all were within specification. In addition, the fse inspected all tip clamps and tip clamp sleeves and observed no buildup of dried serum. The fse found no issues with the instrument. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette reagent and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).